Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that cutter was unable to perform the cutting at an unknown timing of vitrectomy surgery. The procedure was completed after replacing with another pack. There was no patient impact.